Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. Additionally, the j702 and j704 connectors on the distribution node pca were damaged, and the cable connecting the distribution node (dn) to the rear te cable was pulled from the strain relief. The root cause for cut cable was physical abuse. The root cause for the strained cable and damaged connectors was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.